Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: svc kit, bi71000581, motor battery charger. Svc kit, bi71000524, battery charger pair. Svc kit, bi71000126, 6 pack battery. Svc kit, bi71000125, 8 pack battery kit. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that the x-ray batteries are not holding a charge. No patient was present at the time of the event.

Manufacturer narrative:
H2/h3/h6: the pcba battery charger 1 was returned and analyzed. The charger failed bench testing due to no power on charger "h" output. Codes 10, 120 and 4307 are applicable. H2/h3/h6: the motor batter charger was analyzed. The charger passed functional bench ouput testing. Leds lit as expected. When installed in a system, the system functioned as intended. It charged, readied and 2d and 3d imaging were successful. No problem was found. Codes 10, 213 and 67 are applicable. H2/h3/h6: the pcba battery charger 2 was returned and analyzed. The charger passed functional bench ouput testing. Leds lit as expected. When installed in a system, the system functioned as intended. It charged, readied and 2d and 3d imaging were successful. No problem was found. Codes 10, 213 and 67 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: additional information was received. B5 has been updated. D11 has been updated. Section d information references the main component of the system. Other relevant device(s) are: pcba bi31000170 battery charger 2, lot number rev. 2 : s/n (B)(6) lot number received for pcba bi31000169r battery charger 1 rwk: rev. 1 : s/n (B)(6) lot number received for pcba bi31000163r motor battery chrgr rwk: rev. 1 : s/n (B)(6) d10/h3: parts were returned but analysis has not been completed at the time of filing this report. H3/h6: a work order was completed and it was found that the x-ray batteries were not holding a charge. All charger boards and all 38 batteries were replaced. The system was fully functional, passed all tests and was operating as intended. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No issue was alleged. Medtronic received information regarding an imaging system found during planned maintenance. It was reported that the x-ray batteries are not holding a charge. No patient was present at the time of the event.